Event description:
Describe event or problem: deflation problem.

Manufacturer narrative:
Due to the lack of information, numed could not determine the cause of the deflation problem. This incident took place in 2004, but was not reported to numed until 2006.